Event description:
Swelling complications were reported in a retrospective study of pts who underwent anterior cervical fusion using rhbmp-2. Fusion was performed through a standard surgical approach using rhbmp-2 at a concentration of 1.5mg/ml, however the actual dose of rhbmp-2 applied could not be determined. In this pt, it is not known if rhbmp-2 was placed in a cortical ring allograft or interbody spacer, and/or around the graft itself in the disc space. The swelling complication occurred in a delayed fashion after a seemingly uneventful surgery, extubation, and initial postoperative course. Seven days post operatively, this pt who underwent an initial 3-level anterior cervical fusion was taken back to surgery for exploration and drainage of a swollen anterior neck. Although the pt had subjective complaints of dyspnea and there was the concern about the possibility of airway compromise if surgical management were not performed, an acutely compromised airway was not demonstrated. Intraoperatively, no acute hematoma or large fluid collection was noted. Instead, the swelling was diffuse within the soft tissue without any drainable fluid collection. The pt recovered uneventfully.

Manufacturer narrative:
(B)(4). Literature citation: smucker, et al. Increased swelling complications associated with off-label usage of rhbmp-2 in the anterior cervical spine. Spine. 2006; volume 31, number 24: pp 2813-2819. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.